Event description:
Ous MDR - after an implantation period of approx. 24 months, an intermittent loss of capture was reported. During the revision procedure it was observed, that the lead was kinked. The lead was explanted, but not yet returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed into 3 lead fragments. A proximal 21.5 cm long segment, a medial 17 cm long segment and a distal 9.5 cm long segment were returned for analysis. In between approx. 17 cm of the lead body were missing. The visual inspection of the returned fragments showed severe extraction damages. Cuts in the insulation with blood infiltration were observed. The distal lead fragment was severely stretched, indicating strong tensile forces applied during the removal of the lead. The conductor cables inside the leads lumens were partly missing. Furthermore the lead tip was found pulled back inside the lead. Excessive deformations of the shock coil as reported in the complaint description and visible on the x-ray movies were observed. The insulation was torn up insulation in the area of the shock coil. In the course of the analysis, no deviations were noted which can be considered as the root cause of the clinical observations. Due to the extent of the extraction damages and as 17 cm of the lead body were not available, no further root cause analysis was feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.